Manufacturer narrative:
No complaint was received with the return of the device. A complete lead was returned in one piece. Failure event observed during analysis. Final analysis found an external abrasion breaching the outer insulation at 12.2-12.7cm from the connector pin consistent with friction to the device can. Additionally, external abrasion breaching the outer insulation and exposing the outer coil was found at 22.6-23.2cm and 42.9-44.1cm from the connector pin consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.